Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high impedance. It was suspected that high impedance was due to patient physiology. All other electrical values were stable. No intervention was performed. The patient was stable.